Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to blood glucose (bg) level over 500mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin to address bg level, and customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, damage to the pump housing resulted in the pump shutting off. Customer reverted to an alternate pump for insulin therapy. No additional information was provided by the customer. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.